Event description:
A report was received that the patient suffered an epidural hematoma after the implant procedure. The physician believed that it was procedure related and not device related. Medications were prescribed. The patient underwent an explant procedure and was doing well post-operatively.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.